Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that a low sensing amplitude, exit block, and high capture thresholds were observed. The lead was explanted and replaced. No adverse consequences were reported.